Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for another indication and while hospitalized the patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was treated with unspecified antibiotics for the peritonitis. Action with pd therapy was not reported. It was not reported if the peritonitis was resolved. No additional information is available.